Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It was reported that the evercross balloon was inflated using a 5 f sheath and burst at 12 atms during the first inflation while using an inflator. The evercross did pass through a previously deployed stent in the common iliac artery with no excessive force or resistance that was deployed earlier in the case. No embolic protection was used. The balloon was withdrawn and replaced with an additional evercross balloon to post-dilate the stent. No patient injury reported. Evaluation summary: the catheter was placed inside a biohazard zip-lock styled pouch. The evercross device was received with the balloon chamber in a post-inflation state with red dried biological debris within the balloon lumen. The device was inspected and found a longitudinal tear. It should be noted, the proximal and distal marker bands were accounted for still fastened to the inner assembly.